Event description:
The customer had returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, foreign materials found present on the nozzle. There had been no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.